Event description:
During an initial implant procedure while repositioning the right ventricular (rv) lead, the insulation of the lead appeared to be twisted. A new rv lead was successfully implanted to resolve event. The patient was stable.